Manufacturer narrative:
It has been identified during internal review that the reported manufacturer awareness date was not correct. The awareness date was initially recorded as 29 jul 2017, however this date should have been 27 jul 2017. This medwatch report has been submitted to provide the correct awareness date. This correction does not impact the timeliness of the previous reports or the investigation conclusions.

Manufacturer narrative:
The investigation performed on the surgery images pointed out that the user did not follow the instruction for use during the image acquisition, which caused the incident. The device worked as intended, no failure detected.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that prior to a surgery the surgeon tried to load 3 scans from a cd to the rosa device, but only 1 scan was showing. The medtech field service engineer who was present noticed that, in each of the two scans that were not showing, one slice was larger than the others. Those larger slices were deleted and the device was restarted. Then the 3 scans were showing.